Event description:
Optetrak tibial insert could not be assembled to the tibial tray. The tibial tray was already cemented and could not be removed from the tibial bone.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Review of the device history record showed that the named devices were accpeted with conformance to the device requirements. Associated with mdrs: 1038671-2014-00627 and 1038671-2014-00628.